Event description:
The following has been reported: biomed reported: touchscreen intermittently inoperable. Does not respond to touch, specially after loading a cassette. This issue does not seem to be physical damage. We tried cleaning the screen, nothing seems to help. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a touchscreen input failure. During initial testing the screen was operating normally and accepting touch inputs. An internal investigation was done and no fault could be identified. The touch input cable was seated securely. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.